Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 23mm epic supra tissue heart valve was implanted successfully. Eight months later on (B)(6) 2023, mild aortic regurgitation and stenosis was observed on ultrasound. The maximum transvalvular pressure difference was approximately 56mmhg. One year after the index procedure on (B)(6) 2024, mild aortic regurgitation and stenosis still presented on ultrasound and the maximum transvalvular pressure was 89mmhg. The patient was reported to be stable and without clinical signs or symptoms. No intervention is planned.

Manufacturer narrative:
An event of mild aortic regurgitation and stenosis post implantation were reported. A returned device assessment, to see if there were any valve abnormalities, could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including functional testing prior to release form abbott. This test ensures proper cuspal coaptation and hemodynamic performance. Other possible causes of regurgitation post implant include non-structural valve dysfunction. Non-structural valve dysfunction (nsvd) is a known potential complication of valve replacement surgery as outlined in the instructions for use. Nsvd is commonly attributed to implant-related technical factors such as inappropriate sizing or positioning, entrapment by suture, stent deformation, or mishandling of the leaflet tissue. Abbott requested information on the annular sizing dimensions and imaging but did not receive the data. Based on the limited information associated with this complaint, the exact cause of the reported event could not conclusively be determined.

Event description:
N/a